Event description:
Cadaver bags rip easily. Patient was slid onto cart, ripping body bag twice. This is not the first time this has happened, however the deceased patient poured bodily fluids from mouth (stool) when the bag ripped causing several staff members to become covered in contents. If this was an infectious bodily fluid, staff would be subject to that infection.